Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 3 on the homechoice machine(hc). The home patient(hp) stated they did not disconnect, there were no unused lines open, and no leaks were present. The technical service representative(tsr) assisted the hp to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to retrieve the cassette. The tsr advised the hp to let their nurse know about the alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.